Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient experienced skin irritation around the sensor insertion site. Patient sought medical intervention from a physician on (B)(6) 2013 and was prescribed hydrocortisone. No further medical intervention was necessary. At the time of the call, patient's wife reported that patient was okay.